Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Additional info: 11/13/12 - plaintiff#146;s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Update rec¿d 2/5/2015 - medical records received. Upon revision, a granulomatous mass, turbid colored inflammatory fluid, osteolysis, and corrosion were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 02/23/2015.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) . Reason for original complaint ¿ litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2007 (right hip). Dor: none reported. Doi: (B)(6) 2007 (left hip). Dor: none reported. Patient is resident of (B)(6). On (B)(6) 2012) - patient fact sheet was received. The doi has been updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 (right side). Doi: (B)(6) 2007 (left side). On (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. On (B)(6) 2014 - der rcvd (right hip) from sales rep. Updated dor, patient age, height and weight.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges, patient had pain and excessive levels of chromium and cobalt after asr hip implant.